Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209622601, product type: lead. (B)(4)

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a patient response issue was experienced during the test phase. It was stated that after placing the needles and testing positive on them&#55316;he lead was inserted and the hcp did not get the same positive response from the patient. The lead was removed and the process was started over, but ended with the same result. The hcp inspected a product failure and faulty leads and replaced the lead at that time as a result. The lead in question was consequently not implanted in the patient and was instead returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomaly. It was noted ¿the lead passed functional testing, including testing in saline.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.